Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
The following information was provided: pt. Reported; I just had a total hip revision surgery to replace the l fit anatomic v40 that apparently had been recalled. Pt. Mentioned she had been in a lot of pain with clicking and grinding. Stated that black fluid poured out when the implant was removed.